Event description:
Customer reported receiving readings of 194 mg/dl at 8:45 am amd 154 mg/dl at 9:49 am. Breakfast was ingested at 10:15 am. The customer dosed with an unspecified amount of glucophage and glipizide during the morning. The customer experienced hypoglycemia at approximately 1:45 pm and went into a "diabetic coma." Customer was treated at the emergency room intravenously.